Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe had contact marks which indicated that the probe and the grasping section came into contact. The grasping section had contact marks which indicated that the probe and the grasping section came into contact. The tissue pad of the subject device was worn, torn and partially separated. The manufacturing record was reviewed and found no irregularities. A likely mechanism causing the reported event might be the following: the ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact at the rear end of the device, causing the tissue pad in the grasping section was torn away, a part of the tissue pad was peeled away. The output was activating while the grasping section and the probe were contacting each other causing this caused the probe tip was applied a load and an output stop. Also, the contact between the probe tip and the grasping section caused mark. The above device handling has warned in the instruction manual.

Event description:
We received the following report. *during a laparoscopic cholecystectomy, the subject device was used. The device became unable to activate the output. The tissue pad of the subject device was severely damaged. There were no fallen fragments. The intended procedure was completed with another device. There was no patient injury reported. As a result of evaluation for the subject device, olympus medical systems corp. (Omsc) found that the tissue pad was partially separated.